Event description:
It was reported to philips that the system could not perform fluoroscopy. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips has completed a good faith effort to get further information regarding patient and procedure outcome. However, the customer has not provided the requested information. The philips remote service engineer (rse) analyzed the system remotely and found that hv was out of range. The philips field service engineer (fse) visited onsite and confirmed that the system would not generate x-rays. The philips engineer replaced the power inverter (point) certeray and performed calibration. The defective part was returned to philips for further analysis. The analysis revealed that the adaptation process was interrupted by the 'hv out of range' error, and the point was found electrically defective due to normal wear and tear. Following the replacement of the power inverter certeray, the system was returned to use in good working order. The codes were updated based on the investigation outcome.